Event description:
It was reported that the insulin pump alarmed battery out limit after a battery change. The customer's blood glucose was 236 mg/dl. The caller stated that the buttons of the device were unresponsive. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All operating currents were within specification and the insulin pump passed the self test. No unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.